Manufacturer narrative:
Device evaluation: the catheter cable connector was examined: all pins were visually inspected to be straight and no anomalies noted along the catheter shaft. Microscopic review at x30 magnification revealed no damage or issues noted to the catheter heating element/coil. No damage was noted to the outer insulation fep layer covering the full length of the coil. It can be confirmed that the coil was not exposed. There was damage noted to the handle of the returned device, the handle was found to be slightly opened. It cannot be confirmed if the physician attempted to open the device handle or if occurred during the shipping/handling of the returned device. The catheter connector was plugged into the resistance tester to perform continuity/resistance and connected to rfg for functional testing test 1. (E+/ e- test) (specification: 80 ohms to 113 ohms) ¿ result = 87.9 ohms test 2. (Tc+/ tc- test) (specification:250 ohms) ¿ result = 110.5 ohms test 3. (Resistor 1) (specification: 13.43 to 13.97 k ohms) result = 13.73 k ohms) test 4. (Resistor 2) (specification: 7.90 k ohms to 8.22 k ohms) result = 8.07 k ohms) all 4 tests passed as per acceptance criteria. The catheter was connected and recognized by both the rfg3 and rfg2 lab generator when plugged in. When the temperature rose to 120 c, the device completed the cycle without an advisory message being seen. Image review two images were returned for review: 1. Closurefast carton label for lot:202300116 consistent with the reported event. 2. Image of a closurefast device (coil element section). Image of poor quality. Microscopic inspection will be completed during the analysis phase for the returned device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician attempted to use a closurefast catheter with an rfg2 during treatment of the patient¿s great saphenous vein (gsv). IFU was followed. A guidewire was used for insertion of the catheter. Connection issue is reported. The pins were not observed to be bent. It is reported the metal part of the catheter was broken. Both connection issue and catheter damage are reported. Issues were noted during procedure. The coil was noted to be exposed. The device entered the patient. The device was reported to not be able to work normally during radiofrequency treatment. The device was safely removed from the patient. A replacement catheter was used to complete the procedure. The vein is reported to have closed. No patient injury reported.

Manufacturer narrative:
Additional information: the error message "yes. Treatment halted. Device broken. Please press ok to continue." Was displayed on the generator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.